Event description:
Event description guidant received information thatthis cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri). There is a concern that the battery has prematurely depleted. The monitoring voltage was 2.39v and the charge time was 20.5 seconds. There have been no shocks except for induction and no pacing.